Manufacturer narrative:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) had ruptured. There was no reported patient injury. The mynx vcd was used in an interventional coronary procedure using a retrograde approach. The deployer was mynx certified. The product was stored and handled properly according to the instructions for use (IFU). The mynx vcd was prepped according to IFU. An unknown 6f csi was used. The femoral artery¿s suitability was verified on angiography/venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no visible damage in distal end of the sheath after removal. Hemostasis was achieved using manual compression with a duration of 25-30 minutes. The patient had recovered after the mynx event and the hospitalization was not extended. Other additional procedural details and patient information were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The advancer tube was covering the balloon. The procedural sheath was not returned. The catheter was inspected for anomalies, and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1923302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcification, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) had ruptured. Therefore, the hemostasis was achieved using manual compression with a duration of 25-30 minutes. The patient had recovered after the mynx event and the hospitalization was not extended. There was no reported patient injury. The mynx vcd was used in an interventional coronary procedure applying a retrograde approach. The deployer is a mynx certified. The product was stored and handled properly according to the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. The unknown 6f sheath introducer was used. The femoral artery¿s suitability was verified on angiography/venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no visible damage in distal end of the sheath after removal. Other additional procedural details and patient information were requested but were unknown. The will the device be returned for evaluation.